Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor separated from the stress member during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufacture date: december 17, 2015 ¿ december 18, 2015. The device was received for evaluation. A visual inspection was performed and revealed that the bladder was ruptured. The cause of the reported issue was determined to be a ruptured bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the ruptured bladder could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.